Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement within a 90 day time period. According to the information provided, thus far the patient does not want the device to be replaced. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement within a 90 day time period. According to the information provided, thus far the patient does not want the device to be replaced. No additional adverse patient effects were reported. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) to run a new analysis in order to obtain a new safe replacement window. Based on the results, ts gave an additional 90 days for device replacement. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) again asking for a new safe replacement window and ts gave 60 days for device replacement. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement within a 90 day time period. According to the information provided, thus far the patient does not want the device to be replaced. No additional adverse patient effects were reported. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) to run a new analysis in order to obtain a new safe replacement window. Based on the results, ts gave an additional 90 days for device replacement. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) again asking for a new safe replacement window and ts gave 60 days for device replacement. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement within a 90 day time period. According to the information provided, thus far the patient does not want the device to be replaced. No additional adverse patient effects were reported. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) to run a new analysis in order to obtain a new safe replacement window. Based on the results, ts gave an additional 90 days for device replacement. The device remains in service.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement within a 90 day time period. According to the information provided, thus far the patient does not want the device to be replaced. No additional adverse patient effects were reported. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) to run a new analysis in order to obtain a new safe replacement window. Based on the results, ts gave an additional 90 days for device replacement. The device remains in service. Additional information was received stating that the health care professional (hcp) contacted technical services (ts) again asking for a new safe replacement window and ts gave 60 days for device replacement. The device remains in service. Additional information was received indicating the device was explanted and replaced. No additional adverse patient effects were reported. The product was received for analysis.